Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx0161 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the paediatrician found that the PICC line leaks while the child has not shot it. The PICC line had to be removed and the child had to return to the operating room for a new PICC line.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and it appears that the catheter was damaged during use. One 3 fr single lumen powerpicc sv was returned for investigation. The sample exhibited evidence of use. The PICC was received with a non-vad needleless injection cap attached to the purple connector. The catheter extended 8mm beyond the 32cm depth mark. The printing on the extension leg was partially worn. What resembled blood residue was observed within the catheter and on the connector. A microscopic examination revealed material, which was consistent with tape residue, on the external surface of the tubing between the molded wing and the 13cm depth mark. A functional test revealed spraying leaks between the molded wing and the 0cm depth mark, between the 0cm mark and the 1cm depth mark, and between the 2cm depth mark and the 3cm depth mark. A microscopic examination of the leak sites revealed breaches in the tubing with sharp edges in the shape of a ¿v¿, ¿y¿, or ¿l¿, which indicates that the tubing was punctured with a sharp instrument. Based on the characteristics of the holes and the condition of the catheter, it appears that the powerpicc sv was damaged during use.

Event description:
It was reported that the paediatrician found that the PICC line leaks while the child has not shot it. The PICC line had to be removed and the child had to return to the operating room for a new PICC line.